Manufacturer narrative:
The customer reported that when they picked up the analyzer "it was hot, they removed the batteries, and it exploded." There were no allegations of patient/user harm. There were no allegations of incorrect results. Currently it is unknown whether or not the device may have malfunctioned, as the allegation could not be duplicated. It is known that improper insertion of batteries, in any device, may result in overheating, battery leakage, etc., which is stated in the labeling of most battery manufacturers.

Event description:
The customer reported that when they picked up the analyzer "it was hot, they removed the batteries, and it exploded." There were no allegations of patient/user harm. There were no allegations of incorrect results.